Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that unspecified, inadequate measurements were noted on the right ventricle (rv) lead. A revision procedure was performed and the rv lead was reposition. The patient was in stable condition.

Event description:
Additional information was received indicating that inadequate capture was not noted on the right ventricle (rv) lead. No fibrosis tissue was observed on the rv lead during the repositioning.

Event description:
Additional information was received indicating that inadequate capture was noted on the right ventricle (rv) lead. Fibrosis tissue was noted on the rv lead.

Manufacturer narrative:
The reported event was unspecified, inadequate measurements noted on lead. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.